Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep was unable to meet with the patient on (B)(6). The healthcare provider (hcp) who the patient saw that day said the only way to help with the moving of the battery is for the patient (pt) to have surgery to tighten down in the pocket. The patient declined have surgery at this time. The pt said they are going to try using an abdominal binder to help when they recharge. The pt ha not texted or complained of any charging issues. This information was confirmed with a physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No actions to resolve ins being loose in the pocket will be taken at this time. There is no root cause known at this time.

Event description:
Additional information was received from the rep on november 13, 2023. They reported that the doctor evaluated the ins pocket site and confirmed the ins is loose in the pocket. The pt is utilizing a "binder" to keep everything in place however, the pt was still having issues locating the ins with the controller with and without the rtm. The screen would spin for 5 minutes before the pt would be able to connect. When the rep tried connecting to the ins on november 13, 2023, using the controller, they did not have an issue connecting. The pt did not have their rtm with them at this appointment. The rep did review the pt's recharge diary on their tablet and it seemed good/appropriate as far as they could tell. Patient services reviewed that the pt should bring all of their external components with them to their meetings with the rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller has been having intermittent issues with the controller not being able to locate the implanted neurostimulator (ins). Caller stated it will show no device found when trying to connect without the recharger (when making a therapy adjustment) as well as sometimes with the recharger. Caller stated that also the touch screen is not locking/shutting off when they try to press the stim on/off button or when tapping the lock icon; it is not responding. Agent walked caller through unlocking the controller and caller confirmed successful communication. Agent had caller check battery levels; controller is 60% and the implant is 100%. Agent had caller tap the lock icon and lock controller and caller confirmed that it did lock. Caller stated both of these issues happen intermittently and that it worked now but this is not always the case. Caller stated that they took a video of the issue and sent it to the manufacturer representative (rep) to show proof of this problem . Agent walked caller through removing and reinserting the battery pack. Caller stated that upon reinserting the battery they saw set up for (4) and its prompting them to pair the controller and they do not have the recharger with them. Caller stated that they are really upset because they didn't know that they would need this and now they can not connect with the controller and won't be home for several hours (connect the recharger screen 13). Caller stated they are working and need to be able to connect/turn therapy on//adjust settings. Caller stated they don't have alkaline batteries with them either. Caller tried removing and reinserting the battery but the controller is still prompting them to pair it again. The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information was received from a manufacturer representative (rep). The rep reported that the pt spoke with patient last night and indicated that the pt can move the ins 'a little bit'. Caller unsure when this started. The reason for call was caller noted that the issues persist even with new products being sent. The caller states pt gets poor recharge quality, 'no device found' consistently when trying to charge even when recharger telemetry module (rtm) is pressed down on the ins. The pt states they lost weight, mostly in the abdomen. The rep will be meeting with pt. Technical services (tss) reviewed considerations for when rep meets with pt (evaluate pocket, evaluate pt's charging method, evaluate diary). The caller states that when the pt has been seen in the past in office it appears that charging is normal.